Event description:
Gyrusacmi was notified that during a colonoscopy procedure while using a bicoag hemostatic probe, when inserted through the scope, the gold cord end fell off the end of the probe into the pt. The surgeon elected not to remove the piece so that it would pass naturally. A new device was used to complete the procedure. No harm to the pt was reported.

Manufacturer narrative:
The complaint is confirmed, the probe was returned with the distal ceramic tip fractured off, the tip was not returned with the device. Visual examination under magnification shows a clean fracture, the tip fractured off at the shaft, the shaft is still firmly bonded inside the body stock tubing. The distal end of the body stock is intact and shows residual adhesive as to where the ceramic tip would be. A review of the device history records does not indicate any discrepancies with the build of the lot. A review of the complaint data base for the past 15 months does not indicate any other complaints for this failure mode. At this time we cannot determine with certainty as to the exact root cause of this failure. We will continue to monitor the complaint data based for any further occurrences.